Manufacturer narrative:
No complaint was received with the return of device. Failure event was observed during analysis. A connector portion of a partial lead measuring 7.1cm was returned for analysis in one piece. Visual analysis revealed fully breached outer insulation degradation exposing the outer coil noted at 4.6cm from the connector pin. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.